Event description:
This lead was implanted on (B)(6) 07, and was capped on (B)(6) 11, due to a drop in impedance. Went from 825 ohms at implant to 258 ohms. The physician was dr. (B)(6), at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).